Event description:
During lasik procedure, the piece that suctions and connects to my left eye detached during the procedure. The doctor restarted the machine and completed surgery. Right after surgery the eye was bruised for a few days, but eventually healed on its own. No other complications from the procedure. FDA safety report ID # (B)(4).